Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported suspected rupture, capsular contracture baker grade iii and pain. The device remains implanted. This record relates to the right side.

Event description:
Healthcare professional reported right side suspected rupture, capsular contracture baker grade iii and pain. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings on the device. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.